Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted based on the device malfunction reporting precedence for this device family for the issue of "stent kinked/ bent". User opened the package during the ercp procedure and found out there is a kink on the pigtail part of the stent.

Event description:
Report is being submitted based on the device malfunction reporting precedence for this device family for the issue of "stent kinked/ bent". User opened the package during the ercp procedure and found out there is a kink on the pigtail part of the stent

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Lab evaluation: the zebd-7-7 device of lot # cf1454142 was returned to cirl for evaluation. A lab evaluation was held on 30 aug 2018. During the lab evaluation, the stent was found to be kinked at fifth porthole on tapered end. Wire guide stopped at fifth port hole. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint is that the physician may have kinked the device when removing it from the packaging or the device may have become kinked during transport or storage. The complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Documents review: a review of the manufacturing records for the device of lot # cf1454142 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # cf1454142; upon review of complaints this failure mode has not occurred previously with this lot # cf1454142. Prd/fqc/pkg review: prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. IFU review: it may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Summary: the complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.